Event description:
This incident was discovered during a (B)(4) data base review process. This incident was never reported to conmed corporation by the end-user facility, nor did conmed receive a user medwatch 3500a report forwarded by the FDA. Below is the incident description as appeared on the (B)(4): "retained surgical item: (B)(6) female admitted to hospital on (B)(6) 2015 for elective robotic assisted laparascopic total hysterectomy with bilateral salpingo-oophorectomy for uterine leiomyomas and pelvic pain. As part of the preparation to start the laparoscopy, the internal cervical os was dilated to accommodate a v-care uterine manipulator (a disposable item). The anchoring sutures were placed on the anterior and posterior lip of the cervix and then attached to the surgical cup of the v-care and the intrauterine balloon was inflated. During the procedure, the persistence of the bowels in the pelvis limited the exposure and the pt's o2 saturation was decreasing. The decision was made by the surgeon to convert to an open laparotomy. The procedure progressed and the uterus was extracted after the v-care manipulator was removed. The procedure was completed. Ttwo x-rays of the pelvis were obtained for instrument count, as the case was urgently converted from laparoscopy to laparotomy and an instrument count was not performed. There were no instruments noted on the x-ray fills per the imaging report. The pt was sent to the recovery room, had an uneventful to laparotomy and an instrument count was not performed. There were no instruments noted on the x-ray film per the imaging report. The pt was sent to the recovery room, had an uneventful post-operative course and was discharged (B)(6) 2015 in stable condition. On (B)(6) 2015, the pt presented to the ed with pelvic pain and fever. She was examined in the ed, a CT of the abdomen and pelvis with IV contrast was ordered. Impression noted a foreign body in the vagina. Clinical correlation was advised. The surgeon was notified and noted that the foreign body corresponded to a piece of the uterine manipulator. The surgeon arrived in the ed examined the pt and removed a small portion of the uterine manipuator from the vagina, the surgical cap. The pt was admitted as an inpatient for IV antibiotic therapy and pain management with an admitting diagnosis of postoperative fever. She returned to surgery on (B)(6) 2015 for laparoscopy with peritneal lavage, adhesiolysis and cultures. There was no evidence of abscess. The pt received IV antiobiotic therapy and pain management and underwent a laparoscopy with peritoneal lavage. Pt was discharged to home on (B)(6)" no information regarding patient demographics (weight and age) was provided in the (B)(4) report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility.

Manufacturer narrative:
This complaint was discovered on the (B)(4) database and was never submitted to conmed corporation by the end-user facility. The (B)(4) did not contain any contact information; therefore, no further information could be discovered about the reported event and the device could not be obtained for evaluation. Without the involved device an evaluation could not be performed, the reported "device separation" therefore cannot be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined. However, evaluation of similar complaints revealed that the most likely cause of this reported problem is user error for not releasing the "locking mechanism" of the device prior to the removal, and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup/intrauterine balloon. A review of the DHR could not be performed, as the device lot number was not provided. A 2-year review of product history for this device family showed a total of 35 similar reports of vcare component separation inside the patient. (B)(4). It should be noted, of the thirty-five (35) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and 5. Thumbscrew) have all been retrieved from the patient.